Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that leakage from the junction of the connector portion and catheter after implantation of 3274118j. Catheter was confirmed to be damaged due to leakage on (B)(6) 2024 and (B)(6) 2025. Removed. The catheter was placed in the upper left arm. The catheter was inserted 38 cm long and 2 mm outside the body. It was inserted right up to the connector and was fixed only with a dressing without sutures or statlock, so it is possible that stress was placed on the connector. There was no reported patient injury. Additional information received 1/29/2025: it was reported the leak was external to the patient. There have been no health problems related to this matter reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on analysis of the returned powerpicc sv, the complaint of a split in the catheter is confirmed. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Bd appreciates your communicating this circumstance to us and will record this information as valuable feedback into complaint trending and ongoing quality efforts.